Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Per internal procedures, the event information and any investigational inputs received as part of required follow up were reviewed. For this investigation, no immediate action was required as no alleged deficiency with the device was identified. Monitor ¿ exempt per wi-7915 - known possible complication of joint replacement surgery. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Visual examination of the provided x-ray images found no evidence of implant fracture, disassociation, or anything indicative of a device non-conformance. The reported event is considered one of the possible complications of joint replacement. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction (B)(4) appendix a. Without the physical complaint sample associated with this report, it was not possible to determine if the device failed to meet specifications at the time it was released for distribution. The device associated with this event was used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No evidence was found indicating product error was a contributing factor. The need for corrective action was not indicated. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article entitled, ¿the role of modularity in primary total hip arthroplasty¿ by hugh u. Cameron, et al, published by the journal of arthroplasty (2006), vol. 21, no. 4, suppl. 1, pp. 89-92, was reviewed. For the purposes of this article the authors have reviewed the results of all primary cases done with the current version of the srom stem, which has remained unchanged for 17 years. This article reports the experiences of two authors. The cases reported by cameron have been previously reported in pc-000564406, pc-000565180, and pc-000564361. This complaint will capture the previously unreported cases by keppler. The keppler cases include 278 cases done between june 1988 and june 2000 implanted with s-rom stems, duraloc cups with a hylamer liner, and two competitor cups and liners. Results: 4 stem revisions for periprosthetic fracture due to external trauma. Sleeve left in situ and stem revised. The trauma was unspecified 1 revision of the cup, liner, and head for recurrent dislocations 5 end stem pain requiring reoperation for onlay grafting- no revision of femoral components required. 4 hylamer liner exchanges due to polyethylene wear. There were no revisions for infection or aseptic loosening. Captured in this complaint: s-rom stem and sleeve, femoral head, hylamer liner, and duraloc cup and locking ring. The cameron cases have been previous reported in pc-000564406, pc-000565180, and pc-000564361. These events are not included in this complaint. The periprosthetic fractures due to trauma are included because it is unknown if the trauma was attributed to the device. "